Event description:
(B)(4). Extreme fatigue, need to nap 2-3 times a day, groin and hip pain that is chronic. Psoriasis, hair loss, at first increased weight and now with constant nausea and extreme weight loss all over muscle aches.